Manufacturer narrative:
Na.

Event description:
Customer complained of a discrepant result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested patient by fingerstick and the result was 5.9 inr. The patient had a lab test within minutes and the result was 3.3 inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no change to coumadin dose, no other medication changes, no diet changes, no illness, no symptoms of high inr and is not anemic. There was no allegation of an adverse event. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.